Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.0/+1.0/63 diopter, in the patient's right eye (od) on (B)(6) 2015. The patient experienced excessive vault, glare/haloes, slow pupillary reaction, overcorrection, and sees "centerflow" reflectives even on daytime. The customer stated that the surgeon planned to exchange the lens for the patient. As of the day of MDR submission the lens remains implanted.

Manufacturer narrative:
The lens was explanted and exchanged for a shorter lens on (B)(6) 2017. The problem was resolved. The patient's post-op uncorrected visual acuity (ucva) was 20/20. (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (fibers). Dimensional inspection found the lens to be within specifications. (B)(4).